Manufacturer narrative:
(B)(4).

Event description:
It was reported when asymptomatic patient presented a remote merlin, three inappropriate mode switching episodes were observed due to competitive atrial pacing. A programming change was recommended. No further information is available.